Event description:
A female who had bilateral mastectomies approximately nine months prior to 2008. On the same day, she presented for placement of tissue expander underneath the left latissimus dorsi flap for continued breast reconstruction. Implant information per the operative report: mentor siltex tall height contour profile expander, lot # 5815613, with no initial fill volume. Tissue expander was extracted six months later, at medical center due to defect.